Event description:
It was reported that the tip of the fiber caught fire. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the tip of the fiber caught fire. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis indicated that the fiber was received in one piece and that there were no defects to the fiber body. The tip appeared to have been clipped by the customer likely after it burned, and the returned device had no signs of burns. During functional evaluation of the device, the aim beam was bright and distorted due to tip degradation. The reported complaint could not be confirmed.